Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer went to the ER for an elevated blood glucose (bg) level of 550 mg/dl with a trace of ketones. Customer's bg level was addressed by receiving fluids. Reportedly, the customer had manual injections as alternate insulin therapy.